Event description:
The customer reported that after wearing a pod over 24 hours, her blood glucose result was 433 mg/dl. She removed the pod, and when she pulled the adhesive away, she noticed that the cannula was out of the infusion site.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria.